Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: hardware removal it was reported that intra-op, tip of the screwdriver broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: after visual and optical examination, it appears that the inner shaft has been disassembled from the stop locking pin being sheared and the tip of the driver has been sheared off and is missing. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.